Event description:
A hospital in (B)(6) reported via our distributor that water leak occurred at the connection of the chamber dome and the feedset tube of four mr290 humidification chambers during patient use. Two incidents occurred on (B)(6) 2014 and the other two incidents occurred on (B)(6) 2014. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the four complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) for evaluation and were visually inspected. Results: visual inspection revealed a break in the feedset tube at the connection to the chamber dome in all four complaint devices. In one case, the tube was completely separated from the dome. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints for lot 130716. Conclusion: we were unable to determine what caused the reported damage. However the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The customer had confirmed that in all four cases the feedset tubing had become damaged after start of use. The user instructions that accompany the mr290 state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.